Manufacturer narrative:
The "model #" and "serial #" have been not provided at this time, the device has not yet been made available for evaluation. Should the device or further information become available a follow-up report will then be issued.

Event description:
Consumer alleges charger port on the joystick sparked and then allegedly caught on fire when he was unplugging it.

Manufacturer narrative:
Only the ne joystick and upg charger were returned. Analysis was deferred to component manufacturer who determined customer caused damage to the charger's output cable and led to a short circuit and subsequent localized heating of the charger/joystick interface.

Event description:
Consumer alleges charger port on the joystick sparked and then allegedly caught on fire when he was unplugging it.

Event description:
Consumer alleges charger port on the joystick sparked and then allegedly caught on fire when he was unplugging it.

Manufacturer narrative:
The "model #", "serial #", "unique identifier (UDI) #", and "device manufacture date" have been updated. The device has not yet been made available for evaluation. Should the device or further information become available a follow-up report will then be issued.